Manufacturer narrative:
Device evaluation: one used suspect device and seventeen unused devices were returned for evaluation. Upon visual examination, the complaint was confirmed. The sheath material was broken near the hub. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The unused devices were performance tested. All devices tested met the acceptance criteria. The root cause of the complaint is attributed to patient condition and user handling of the device during removal. Method: device history record was reviewed, complaint database was reviewed. Results: physician stated that the device was not at fault.

Event description:
The customer reported that while attempting to remove the introducer, there was a feeling of resistance and the device got stuck. The procedure was being performed on a patient with tortuous anatomy and scarring. The customer reported that they attempted to remove the device with a slight twisting and pulling motion. It was then that the sheath material broke approximately 1/2 inch distal to the hub. The customer tried to remove the sheath material with forceps. When this was unsuccessful, a second physician was called in to remove the remaining sheath material via contralateral access with a snare. The sheath material was successfully removed. The second physician stated that he felt that the failure was due to the patient's anatomy, not a problem with the device. No further complications were reported.